Event description:
It was reported that a malfunction occurred on the pump, causing the customer's blood glucose level to exceed 500 mg/dl, indicated as "high." The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. The technical support team decided to replace the pump with a new one equipped with updated software, and the customer was instructed on using the backup therapy of mdi, as well as the procedure for returning the faulty pump.